Event description:
It was reported that pump quick bolus and wake button did not function as expected and required extreme force and multiple presses to turn on pump screen, even after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump and was instructed to firmly press center of button while supporting bottom of pump, to allow pump battery to fully deplete before return, to send problematic pump back within 10 days using provided materials, and to program pump settings and connect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump with updated software.